Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no button error alarm found. The unit had a cracked case on the display window corners, a minor scratched lcd window, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a button error alarm during a bolus and an unresponsive keypad. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.